Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asgsfc126 showed no other similar product complaint(s) from this lot number showed one other similar event from the same facility.

Event description:
It was reported by the customer "miniloc is leaking from the orange spot that holds the needle.' It was reported this occurred with two devices. This report addresses the second device. Additional information 1/17/23: it was reported by the customer the item was used on a port, no patient harm. No other information was provided.

Event description:
It was reported by the customer "miniloc is leaking from the orange spot that holds the needle.' It was reported this occurred with two devices. This report addresses the second device. Additional information 1/17/23: it was reported by the customer the item was used on a port, no patient harm. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking miniloc infusion set is unconfirmed as the alleged problem could not be reproduced. Two 20 g x 0.75 in. Miniloc infusion sets were returned for evaluation. An initial visual observation showed a small amount of use residue on the returned samples. The returned samples were flushed and pressurized with a 12 ml syringe of water; however, no leaks were found in either sample. A microscopic observation revealed no breaks, cracks, holes, or gaps in the housing or adhesive of the needles. No damage or defects were observed on the returned samples. H3 other text : evaluation findings are in section h.11